Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within follow-up report once the investigation is completed.

Event description:
Following the information provided the arjo engineer found the bed that arrived to the workshop damaged for repair. The bed side rail was detached on one side. As per engineer's assessment, the side rail was most likely hit by a tug that operate on the hospital's corridors, when it was stored in the corridor. No patient was involved, no injury was sustained.

Manufacturer narrative:
The enterprise 5000 bed is equipped with two folding side rails. In the received complaint, one of the side rails was detached partially from the bed¿s frame and could not be locked in the upper position. The arjo technician indicated that this customer stores beds in corridors where the tugs operate and when operating the hospital tug, this device may have hit the arjo bed causing the damage to the side rail. The instructions for use (user manual) for the enterprise 5000 bed (746-445) include the following information: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict movement." "Ensure that the locking mechanism is securely engaged when the safety sides are left in the raised position." To sum up, the arjo device failed to meet its manufacturer¿s specification since the side rail was damaged. The bed was not used with the patient when the failure occurred. No injury occurred. The complaint was decided to be reportable due to side rail partial detachment.